Event description:
It was reported that immediately after opening the package, the customer noticed the tip of the safety pin was broken. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and photos were received for evaluation. Visual and functional testing were performed. Sample was visually observed and it could be confirmed that the safety pin was not sharp making unable to performed its intended use. Pictures attached were also confirmed. Procedures were revised and are deemed adequate. Root cause was determined to be a supplier issue. As containment the associates were notified of reported defect. Supplier was notified of the reported failure. UDI is unknown. Operator of device is unknown. Manufacturing site address is unknown. PMA/510k is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).